Manufacturer narrative:
(B)(4). Batch #p57k8h. Investigation summary: the analysis results found that one tr45w reload was received with no apparent damaged and partially fired 1/10. No functional test could be performed due to the condition of the reload. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, reload doesn't work. It doesn't cut and staple. Team changed other reload and continue surgery. No patient consequence.